Event description:
During a colonoscopy, the physician used cook endoscopy captura biopsy forceps with spike. The forceps reportedly caused tearing of the tissue, causing unusually large biopsies. Bleeding was observed. The reported tearing and bleeding did not require medical attention. The procedure was completed using this device. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this failure. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.